Event description:
The customer stated the architect c8000 analyzer generated falsely elevated cc co2 and anion gap results for multiple patient samples. The customer recalibrated the co2 assay and repeated the samples, some of which required correct reports. One patient generated an initial co2 result of 37 meq/l with a repeat result of 25 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling, a review of the most recent product improvement team clinical chemistry metrics and a review of the service history for the analyzer in question. A review of the service history for architect c8000 analyzer, (B)(4) did not identify any other complaints regarding incidents of inconsistent, aberrant, or erratic patient or control results. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A definitive cause of the customer's issue could not be determined. The system logs indicated no issues with the instrument or bubbles in the reagent. Since the issue occurred with two instruments that share the same water supply, the likely cause may be an intermittent issue with the water supply. The customer had maintenance performed on the water supply prior to the service call for the architect. The field service representative inspect the instrument and identified no issues. A review of the complaint trend reports for the period of (B)(4) 2009 to (B)(4) 2010 indicated there were no adverse trends associated with the complaint issue. Based upon the investigation, it has been determined that architect c8000, list number 1g06-11, (B)(4), is performing as intended. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.